Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, while troubleshooting a left eye issue on the surgeon side console (ssc), an intuitive surgical, inc. (Isi)technical support engineer (tse) had the customer site do a hard restart of the ssc. When the site tried to restart the ssc, it would not turn on. The tse had the site do another hard restart and change outlets with no success. The site decided to change out the ssc's with another system. The site brought in a ssc and plugged it in. The site stated that the ssc would not turn on. The site checked the breakers in the room with no success. The site then stated that the ssc power button turned orange and was able to restart the system. The site was able to continue with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the surgeon side console (ssc) would not power on; no amber light, no fan spooling. After sitting for about 15 minutes, the amber light came back on and the system powered on. The issue had occurred two (2) separate times. The fse replaced the power supply to resolve the issue. The system was tested and verified as ready for use. The power supply was returned to isi for failure analysis (fa). Fa investigation was able to confirm and replicate the customer reported complaint, "scc will not power up." Fa noted that visual inspection revealed a dusty fan. The power supply was installed on an in-house xi system and failed intermittently upon powering up the ssc.